Event description:
The customer reported that an 840 ventilator was inoperable. No pt involvement. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone ad suggested replacing the real time clocks or gui cpu pcb to isolate the problem. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).